Event description:
A patient reported blood glucose results of 173 mg/dl with a lifescan meter and 100 mg/dl on a laboratory device, performed within 11-20 minutes of each other. Between the tests was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds liefscan's criteria for accuracy, thereby indicating a poential malfuntion of the meter in terms of accuracy.